Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), lot: t00005189.

Event description:
It was reported that patient experienced post operative pain. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
The event of post-op pain was reported to abbott. The patient experienced post operative pain. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.